Event description:
It was reported that the unspecified bd alaris¿ infusion set was occluded during the dopamine infusion. The following information was provided by the initial reporter: "the nurse was titrating the medication up consistently overnight, however, the volume in the bag never went down and the patient¿s vitals did not appear changed despite an increase in dose. Once she changed out the tubing and the channel, the patient quickly responded to the medication and it had to be titrated down. Upon investigation, the rn did utilize interoperability and we did not note any overt workflow deviations. We are aware this could also be a problem with the tubing vs. The pump, however, the rn reported that the pump never alarmed to alert her that it wasn¿t properly infusing the medication. From our review of the logs, we also did not note any alarms related to this type of occlusion (which took place for several hours)... The brain was reportedly working fine with all other medications running at this time and also continued to work once we swapped out the channel & new tubing... What we are hoping to have investigated is why there were no alarms from the pump (that we could see when reviewing the logs) stating that the line was occluded... The patient did not ultimately have an adverse outcome. The medication in use was dopamine."

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported by the customer that when titrating medication, the volume in the bag never went down and the patient¿s vitals did not appear changed despite an increase in dose. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd alaris¿ infusion set was occluded during the dopamine infusion. The following information was provided by the initial reporter: "the nurse was titrating the medication up consistently overnight, however, the volume in the bag never went down and the patient¿s vitals did not appear changed despite an increase in dose. Once she changed out the tubing and the channel, the patient quickly responded to the medication and it had to be titrated down. Upon investigation, the rn did utilize interoperability and we did not note any overt workflow deviations. We are aware this could also be a problem with the tubing vs. The pump, however, the rn reported that the pump never alarmed to alert her that it wasn't properly infusing the medication. From our review of the logs, we also did not note any alarms related to this type of occlusion (which took place for several hours). The brain was reportedly working fine with all other medications running at this time and also continued to work once we swapped out the channel & new tubing. What we are hoping to have investigated is why there were no alarms from the pump (that we could see when reviewing the logs) stating that the line was occluded. The patient did not ultimately have an adverse outcome. The medication in use was dopamine.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.